Manufacturer narrative:
Further information was requested, but not received

Event description:
It was reported that a patient presented remotely. Upon examination, the patient was found to have a true ventricular tachycardia, and no high voltage output was delivered. Corrective programming changes were made and further programming changes were discussed but were not reported to have been made. No additional patient consequences were reported.